Manufacturer narrative:
Section d10: concomitant products: - truliant tib fit tray cem sz 3.5f / 4.5t (cat# 02-022-45-3545 / serial# (B)(6)). - tru stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6)). - truliant ps cem fem ps cem left sz 3.5 (cat# 02-020-11-0235 / serial# (B)(6)). - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tka, the 65 y/o male patient had a poly exchange with the femoral replacement due to osteolysis. The patient was revised to constrained left size 3 with 80mm stem distal/posterior 5mm augments. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation.